Event description:
A district nurse reports that she found one box of aquacel ag 5x5cm that had unsealed chevrons down one side of the packaging, rendering the product dressing unsterile and unfit for use. She reports that the product was not used and will be retained for product retrieval. She stated that the pt has additional boxes of the product, with all bearing the same product batch number. Upon her inspection of the other boxes no additional faulty chevrons were observed. Note the specific quality of additional boxes was not provided.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Review of the returned product determined they did not meet specification. Samples looked as if there was no weld at the top and base of the chevron. It is noted there was an issue with the "wrap around seals," which could possibly have caused this issue. Complaints of this nature will be monitored. No additional event details have been provided to date. Should additional info become available a follow-up report will be submitted.